Manufacturer narrative:
Follow-up # 2 date of submission 07/31/2014-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: no results of investigation were found related to the original complaint of the rf communication issue. The complaint was not duplicated. Unrelated to the complaint, multiple cracks were observed on the display lens. The display screen was legible and viewed safely despite the cracks. The pump was not available for further investigation related to the rf communication complaint. Date of this report and date received by manufacturer updated.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: pump serial number was added to pi on (B)(4) 2013. Pump (B)(4) was investigated for related pis on (B)(4) 2013, sent to component recovery and is no longer available for investigation. Investigators were unable to investigate. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the patient contacted animas and stated on (B)(6) 2013, when she was bolusing via the pump, she received a communication error alarm on the meter indicating that the bolus was not delivered. The patient reportedly did not check the pump bolus history and had bolused twice and then experienced a low blood glucose (bg) value. (The patient stated that her bg was reportedly 7 mg/dl). The patient reportedly treated the low bg by giving herself glucose tablets and her bg elevated to 217mg/dl. It was noted that the patient bolused 6.10 units of insulin at 3:59pm and then bolused another 6.05 units of insulin at 4:02pm via the pump on (B)(6) 2013 without checking the pump bolus history. Customer support (cs) advised the patient to always check the pump bolus history prior to performing another bolus with the pump. This complaint is being reported due the patient experiencing a hypoglycemic event while using insulin pump therapy. Use error contributed to the reported event because the patient was not checking the pump bolus history to make sure boluses were not completely delivered prior to bolusing again. The patient reportedly gave herself an overcorrection via the pump causing the reported bg excursion.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.